Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Troubleshooting included replacing the alinity c-series reagent probe which resolved the issue. There have been no further reports of discrepant results since the part was replaced. A review of the alinity c processing module sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module sn# (B)(6).

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient. Results provided: on (B)(6)2025, sid (B)(6) = > 9.5 / 7.3 mg/dl, another alinity = 1.9 / 1.9 mg/dl. Normal range: 1.7-2.3 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient. Results provided: on (B)(6) 2025, sid (B)(6) = > 9.5 / 7.3 mg/dl, another alinity = 1.9 / 1.9 mg/dl. Normal range: 1.7-2.3 mg/dl . No impact to patient management was reported.